Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the videoscope brush tip (the bristles) fell off and was missing. The piece that fell off was about 1 cm long, and there was a sharp part. The issue occurred during reprocessing. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation results. Updated fields: h4, h6, h11. The device was returned to olympus for inspection, but the reported failure was not confirmed. Based on the investigation results, it is likely that the following led to the malfunction: no abnormality was detected in the subject product. We inspected the product and found no foreign material in the channel. Therefore, the tip of the brush that appeared to have fallen off was missing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.